Event description:
The hcp reported the pt went through baclofen withdrawal when the pump was at end of life. A pump alarm did sound while conducting an alarm test. The pt was given oral baclofen and was scheduled for surgery to revise the pump.

Manufacturer narrative:
.